Manufacturer narrative:
(B)(4). Covidien updated the software to the current level only. The ventilator passed all testing.

Event description:
It was reported that the 840 ventilator upper display was erratic. It is unknown if there was patient connected to the device. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb).